Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-23904, 1627487-2020-23906. It was reported that the patient's leads had migrated causing ineffective stimulation. The migration was confirmed via x-rays. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced. Post-operatively, stimulation therapy was restored.